Event description:
It was reported that the left ventricular lead was attempted but not used. Follow-up received from the nurse indicated the physician was not able to advance the lead as far into the vein as necessary, and when he did advance the lead, it caused diaphragmatic stimulation. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the tip seal on the distal electrode of the lead showed evidence of blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).